Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed that the contrast, up arrow, and down arrow keypad button presses did not activate desired pump functions. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the pt noticed that the keypad was slow to respond in the past month. She sated that the keypad buttons went from being slow to respond, to being intermittently responsive, to not responding at all. The family member stated that the pump has been exposed to water; the pt wears the pump in a pocket; there is no physical damage to the rubber keypad; the pump is not exposed to cleaning products; and the pt could feel the buttons click and spring back occasionally.